Event description:
Information received indicates the bed will not rotate, the middle of the bed is sinking and the head section is locking by itself and will not lower manually.

Manufacturer narrative:
The technician inspected the hoses in the head section and the middle of the bed and could not isolate the issue. He indicated the bed was locking due to and electrical issue. Repairs have not been completed.